Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "t was reported that there is issues related to the gel and drug interactions with therapeutic drug monitoring. Per email: I did not realize the barricor tubes are not available right now in the us. The issues we believe we are seeing is related to the gel and drug interactions with our therapeutic drug monitoring. In the hospital setting, our turnaround times are very short so typically we cannot wait for the specimen to clot before putting it on the instrumentation. This is why we wanted to explore the mechanical barrier in the pst tubes. Is there a timeline expectation on when they will be available again in the us?".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "t was reported that there is issues related to the gel and drug interactions with therapeutic drug monitoring. Per email: I did not realize the barricor tubes are not available right now in the us. The issues we believe we are seeing is related to the gel and drug interactions with our therapeutic drug monitoring. In the hospital setting, our turnaround times are very short so typically we cannot wait for the specimen to clot before putting it on the instrumentation. This is why we wanted to explore the mechanical barrier in the pst tubes. Is there a timeline expectation on when they will be available again in the us?"